Manufacturer narrative:
No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2; -10.50/1.5/089 (sphere/cylinder/axis) implantable collamer lens was damaged. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5: the reporter indicated that a 13.2mm vticmo13.2 -10.5/1.5/089 (sphere/cylinder/axis) implantable collamer lens was implanted and removed intraoperatively on (B)(6) 2021 due to lens tear/break during injection/delivery into the right eye (od). There was patient contact but no patient injury. Lens was replaced on (B)(6) 2021 and problem was resolved. Reportedly, "patient happy, no complication." Cause is reported as unknown. Reporter states "after injection icl into anterior chamber, found the lens was broken. Explanted the lens and cancelled surgery. Day 1 follow up: patient well, bcva same as pre-op. Claim# (B)(4).